Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery where the ipg was not put into surgery mode. In an post-operative appointment the issue was resolved through a manufacturer representative using a clinical programmer to recover the ipg. Therapy was restored.